Event description:
Reproducible non-physiological signals were recorded as outpatient (>1000 episodes) consistent with lead integrity failure, also reproduced in the clinic with arm movement. With manipulation of the header, noise was seen and therefore we decided to implant a new pacemaker generator and sent the old device back to the company for eval. The tv pace/sense lead did not reproduce the noise at implant. The header was then replaced. There will be another medwatch entered for the device. Please call with any questions.